Event description:
Customer was executing a test run with the revogene instrument, catalog 610210. Customer had obtained indeterminate results after receiving error code 037-014. After the indeterminate results were received the customer opened the lid and noted that underneath the lid was hot to the touch. While there were no reported injuries or burns associated with this event, meridian bioscience inc has elected to submit this MDR out of an abundance of caution.